Event description:
The riteflo spacer device is used by asthmatics and other patients with lung disease. Its purpose is to capture and slow the output from a metered dose inhaler, making it more likely that more of the medication will be deposited into the lungs. I believe the design of the device is dangerous and could contribute to a fatality during an acute asthma attack, i.e., it can inhibit the effectiveness of "rescue inhalers" such as albuterol. The problem is the 2mm diameter of the tube the patient must breathe through. It is designed to slow the inspiratory flowrate, but this tube should be at least 4mm or larger to allow enough medication to travel to the airways of the lungs. One can easily see the problem by examining the device and trying to inhale through it. I think the product needs to be redesigned or recalled. Diagnosis or reason for use: used with bronchodialators to treat lung disease.